Event description:
During a ptca/stenting procedure in the lad, the maverick2 monorail balloon ruptured at 14 atms (the number of inflations prior to rupture is unk). A bmw guide wire, a launcher guide catheter, a cypher stent, and an everest inflation device were also used in the procedure. No pt injuries or complications were reported.